Manufacturer narrative:
When the difference between the 2 replicates of the same sample are >10%, the dl200 stops the results and the customer then runs the sample a third time to confirm. Per customer, no indication of calibration or qc problems prior to the event. Local field service engineer (fse) asked the customer to replace the glucose reagent syringe. The customer discarded the part. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) regarding glucose (glucm) results that did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. No wrong results were reported out of the lab. Patient treatment was not affected.